Event description:
It was reported that, the ivus catheter would not track over the wire. The catheter was being used to track over a guidewire and occurred before entering the sheath. New ivus was opened and case proceeded.

Manufacturer narrative:
It was reported that the ivus catheter would not track over the wire. The catheter was being used to track over a guidewire and occurred before entering the sheath. New ivus was opened and case proceeded. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.